Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jun2020.

Event description:
The customer reported that the unit will not power on. The customer contacted product support and requested service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 11jun2020 b4: (B)(6)2020 the field service engineer (fse) replaced the power supply and blower motor controller board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18jun2020 b4: (B)(6)2020. This is a clarification from field service engineer (fse) there are two issue with this unit, air valve lift off error was found in the diagnostic report and the unit will not power on. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.